Event description:
Sales rep reported on behalf of the customer that during surgery, a round chunk of metal popped out of the reamer which could have been a stopper. He added that the surgeon managed to put it back on w/o causing a significant delay to the surgery. He also added that this surgeon noticed a general bluntness of the reamers as well.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.